Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm vein. A 4f non-bsc introducer sheath was inserted from the left forearm vein. After a non-bsc guidewire was advanced to cross the lesion, a 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 10 seconds. The balloon was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.